Manufacturer narrative:
The complaint device was discarded in the facility in 2006 and not available for evaluation. From the reported event, it cannot be conclusively determined what caused the anchors to break. No technique or post operation information is available to discern a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. At this point in time, no further action is warranted. Should additional information be provided in future, this complaint will be re-evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The patient reported having a revision surgery approximately 4 months after a rotator cuff procedure on her right shoulder. The patient went into the surgeon¿s office with severe pain and no mobility in her shoulder. An ultrasound was done in the surgeons office which was inconclusive. The surgeon decided to go in arthroscopically. During the revision surgery the surgeon noticed both anchors that were inserted in the patient¿s first procedure had broken and fragments were found in the joint space. The surgeon removed all broke fragments and inserted three new anchors into the patient. The patient recovered. See associated med watch # 1221934-2014-00355, 1221934-2014-00356, 1221934-2014-00357, 1221934-2014-00358.